Manufacturer narrative:
The reported event of noise could not be confirmed. As received, a partial lead (connector end) was returned in one piece measuring 2.9 cm. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation noise was noted on the right atrial lead which lead to inappropriate mode switch. The lead was capped and replaced on (B)(6) 2019. The patient was stable.